Event description:
It was reported that during a novasure endometrial ablation (exact date unknown, the patient experienced a "cardiac arrest on the table once the device was activated" and the patient was revived with "chest compressions". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable deice as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Manufacturer narrative:
Device history record (dhp) review was conducted for the reported lot number . The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation.

Event description:
It was reported on (B)(6) 2015, the novasure endometrial ablation procedure was performed on (B)(6) 2015. The patient was admitted overnight for observation and discharged home the following day.